Event description:
It was reported that during service and repair pre-testing, it was observed that the craniotome device had a bent tip. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and observed that the dura guard and back post were bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be excessive force being placed on the device during use, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.